Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the patient cut their arm where the side rail connects to the metal of the stretcher.

Event description:
It was reported that the patient cut their arm where the side rail connects to the metal of the stretcher. Further information has not been provided.

Manufacturer narrative:
It was reported that allegedly a patient cut their arm on an exposed sharp plastic edge on the siderail of a stretcher. A field service engineer identified that the patient was an elderly patient who caught their arm on a small plastic burr that was found on the spindle plug of the siderail which caused a cut on their arm. It was reported that the patient received minor treatment for the cut and no serious injury or medical intervention occurred. A quality assurance engineer confirmed that the spindle plug met specifications by reviewing the print for the part. As there was no specification for the smoothness of the surface, there was no non-conformance identified. The issue was resolved for the customer by replacing the spindle plug.

Event description:
It was reported that the patient cut their arm where the side rail connects to the metal of the stretcher.